Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming done. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted device will not be returned.